Manufacturer narrative:
A follow up will be sent, if the product or additional information is obtained.

Event description:
The consumer states, the seat has cracked. She, also states, this is the 3rd time, they have had to replace the seat for the same issue.